Event description:
Report #1 of 5 received of a tubing set that leaked at the filter. The reporter stated that a home care pt receiving magnesium sulfate replacement therapy experienced five filter leaks over a 28-day period. The pt receives a 4-hour daily regimen of an unspecified concentration of magnesium sulfate 200ml. Reportedly the leaks occurred where the tubing connects into the filter. The pt is equipped with a 2-week supply of tubing sets and changed out the sets without further incidence. There was no reported pt harm or adverse pt event. Although requested, no add'l info was available.